Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2020; brand name ascenda; product ID 8784, serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient receiving fentanyl (750mcg/ml at 95mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient recently had to transition care to a new physician because their implanting physician no longer managed pumps. The patient informed their new physician that they were not getting any relief from the intrathecal infusion. A catheter access study was done at an unknown date and was negative for cerebrospinal fluid (csf) aspiration. The patient was taken to the operating room (or) for a planned catheter revision. The pump was removed from the pocket, placed on the back table, and the fentanyl drug concentration was changed from 1000mcg/ml to 750mcg/ml. A back table prime was performed to remove the old concentration from the internal tubing. The physician then opened up the spinal incision. The physician noted that the catheter was extremely superficial and was cut as soon as they made their incision to dissect. Csf was noted to be dripping from the spinal segment. The spinal segment was folded onto itself and tied off. A new catheter was placed at t9, anchored, and tunneled to the pump pocket. The tunneled segment of catheter was connected to the proximal segment and then to the existing pump. A catheter aspiration was performed with return of csf before and after placing the pump in the pocket. The proximal segment remained abandoned in the patient due to a collet in the preventing the catheter from being pulled through in either direction. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight was asked but unknown. The patient's medical history included lumbar failed back surgery and chronic back pain. The patient status at the time of the report was alive with no injury.